Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 324-325 mg/dl. The customer changed the cartridge and infusion set to address the occlusion. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.